Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2012 and mesh x2 were implanted. It was reported that he underwent mesh revision on (B)(6) 2017 due to hernia recurrence on the left inguinal area. No additional information was provided.